Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report slda, intervention, unchanged mr. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. There was sub-optimal transseptal puncture. The clip delivery system (cds) was advanced to the mitral valve and noted restricted posterior leaflet, and very thick and fibrotic valve due to previous breast cancer as well as guillain-barre syndrome. The clip was implanted and there was a single leaflet device attachment (slda) with the clip remaining attached to the anterior leaflet and detaching from the posterior leaflet. Another cds was advanced and deployed to stabilize the detached clip. There was no change in mr and the final mean pressure gradient was 5 mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported slda could not be determined. Additionally, the reported mr was a cascading event of the reported slda. However, the reported patient effect of mr, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.